Manufacturer narrative:
G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, via a manufacturer representative, who was implanted with an implantable neurostimulator (I ns). It was reported that stimulation is off even though there is no memory of operation. There were no particular environmental, external, and patient factors that may have caused the event. It was informed to turn the stimulation on and confirmed that it was turned on. They were instructed to continue observing the condition. The issue was resolved at the time of the report. No health damage was reported. Additional information was received. It was reported that the cause of the stimulation being off even though they don't remember turning it off was not determined. It was not due to normal ins battery depletion where it turns off on its own. The stimulation was turning off on its own without being depleted.